Event description:
A report was received that the patient will undergo an explant procedure due to issues with the ipg being charged and needing an MRI, for non device related medical issues.

Manufacturer narrative:
Explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4) description: scs lead iii, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure due to issues with the ipg being charged and needing an MRI, for non device related medical issues.